Event description:
One patient with discrepant blood urea nitrogen results. Initial result, 2008, gave 76 mg /dl, repeat gave 25 mg/dl. The initial result was reported, the pt was not aversely affected. The operator performed troubleshooting and replaced the reagent.